Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), cardiosave intra-aortic balloon pump (iabp) drive test does not pass. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit change drive manifold.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue confirmed that there is a leak. The stm replaced the drive manifold assembly and then did all the tests during preventive maintenance. Device compliant.

Event description:
N/a.